Event description:
It was reported that a device alarmed for a system error 322. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation was unable to reproduce the system error 322 during testing but was found during the review of the event history log. The upper and lower aux were found to be out of specification. The upper and lower aux will be replaced.